Event description:
On (B)(6) 2022 there is looseness in the forceps opening. The product arrives with a repair request from the store. Since there is no same product, fi-16rbs is sent as a substitute. It is not clear at what timing the loosening occurred. It seems that it was found in the pre-use inspection. No past repair history. This event occurred at the time of before use. There was no report of patient harm.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is classified as import for export, therefore 510k is not applicable.

Manufacturer narrative:
Evaluation summary: this device is classified as import for export, therefore 510k is not applicable. Model fb-15v is available in the USA with a 510k number k951199. We checked the returned unit and confirmed that the cfb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the cfb. In addition, we confirmed that the control body fluid damage, the image guide fiber bundle (cfb) fluid damage, the ocular cover glass fluid damage, the screen mask fluid damage, the forward body cover broken, the side body cover broken, the insertion flexible tube (ift) buckled, the insertion flexible tube (ift) crushed, and the biopsy inlet piece loosened; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR. Correction information: g6: follow up #1 h6: coding changed based on the investigation result additional information: h4: device manufacture date.